Event description:
Report received from abbott internation affiliate (abbott-canada) which states, "pa catheter was inserted by the fellow via the jugular. During theprocedure the catheter curled on itself and knotted. Curling and knotting could not be undone by manipulating the catheter. They needed to insert a snare device that could capture and cut an indwelling catheter under fluoroscopy. The snare was threaded through the femoral vein and the fellow was able to cut and remove the knot from the catheter. The catheter was removed from the jugular vessel. The patient died 48 hours after the procedure and deemed to be unrelated to the incident." Additional information requested, but no further information has become available.